Manufacturer narrative:
Additional information: h4. Manufacturing evaluation conclusion: the report of a separation of the silicone distal end bend relief from the metal connector of the patient's driveline was confirmed based on an onsite evaluation by the technical services representative. A clamshell repair kit was successfully installed by the technical support specialist on 28mar2019 under work order (B)(4) according to hm ii perc lead field repair kit instructions (document 1009874, rev. C). The patient remains ongoing on (B)(4) and no additional events have been reported at this time. Investigation of the separation of the silicone sleeve has determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It has been determined that the separation is a design related issue and has been addressed by (B)(4). No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested. Approximate age of device - 1 year, 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a separation of the silastic at metal connector on driveline. Technical service was scheduled to do clamshell repair on (B)(6) 2019. No further information was provided.